Manufacturer narrative:
E2: no the device evaluation found cable flooding/corrosion and pixel failure due to image capture failure. Based on the results of the investigation, the cause of the damage could not be identified. A device history review revealed no issues. This issue is addressed in the instructions for use (IFU): handling and general precautions caution - do not round the camera cable smaller than 20 cm in diameter. There is a possibility of damage. - when rolling up the camera cable, be careful not to twist the cable. There is a possibility of damage. One method of winding the cable that does not cause twisting is to overlap the loops of the cable by alternating the top and bottom of the overlapping loops. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device inspection, the camera exhibited cable flooding/corrosion and pixel defects. There was no patient involvement.